Manufacturer narrative:
Final analysis of the partially returned lead found insulation damage at 37.7-38.8cm and 44.2-44.6cm from the distal tip, consistent with friction against another implanted device or heart feature. The damage found is likely the cause of the noise observed in the field.

Event description:
It was reported that the atrial lead exhibited noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.